Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video processor epk-i5010. In the event reported, it was stated that there was no video image. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The device was returned to pentax medical service facility on service order (B)(4) where it was evaluated, and the user narrative was confirmed. Inspection findings are as follows: front cover cracked; ball plunger damaged; electrical connector with wiring intermittent connection customer complaint confirmed; scope connector handle loose the device is currently pending repair and will be returned to the user upon completion. Parts to be replaced: air outlet assy; cable to limit sw; ball plunger; scope connector assy; control panel unit; cover casing assy; connector cam ring no other information provided.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model epk-i5010-us is available in the USA with a 510k number k182004. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information.